Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformance's or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
Clinical review: a clinical investigation was performed. A temporal relationship does exist between ccpd therapy utilizing the liberty cycler, and the patient¿s adverse event of (B)(6) peritonitis which resulted in sepsis and subsequent death. However, there is no objective evidence that a liberty cycler product deficiency or malfunction caused or contributed to the adverse events. Per documentation in the esrd death notification form the cause of death was septicemia secondary to peritonitis. Based on the available information, the source of the patient¿s mrsa peritonitis cannot be determined. However, (B)(6) peritonitis is a well-known potential complication in pd patients. It is possible that the temporary interruption of antibiotic therapy may have been a confounding factor in the subsequent development of sepsis characterized by hemodynamic instability. Infection resulting in septicemia in esrd patients is a leading cause of death in the united states. (Sarnak et al., 2000). Moreover, the patient was deemed a dnr and rrt was permanently discontinued one day prior to death. Based on the available information, the liberty cycler cannot be excluded as causing or contributing to the adverse events of sepsis and peritonitis with a fatal outcome. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that the patient expired. Upon follow up, the peritoneal dialysis registered nurse (pdrn) stated that the patient with end stage renal disease (esrd) for renal replacement therapy (rrt) had been admitted to the hospital on (B)(6) 2019 for sepsis related to peritonitis and subsequently expired in the hospital on (B)(6) 2019. Approximately 2 to 3 weeks prior to hospitalization ((B)(6) 2019, unknown date) the patient was seen in the outpatient pd clinic for abdominal pain/constipation and pd cultures were obtained and revealed growth of (B)(6)). Prophylactic antibiotic treatment was initiated with a 4 to 5-day course of vancomycin and ceftazidime, ip (intraperitoneal route) for suspected peritonitis. Additionally, it was reported the patient had concomitant pd catheter occlusion related to constipation (treatment unknown) which resulted in an emergency room (ER) visit. Pd effluent cultures taken during this visit confirmed the presence of (B)(6) peritonitis. However, it was reported that prophylactic antibiotic treatment was temporarily discontinued (date unknown) and subsequently on (B)(6) 2019 antibiotic therapy was restarted with ip vancomycin (dose unknown) every five days. The pdrn could not identify a root cause for the patient¿s peritonitis; touch contamination or a breach in aseptic technique was not suspected. On (B)(6) 2019, after completion of the patient¿s pd treatment a blood pressure reading could not be obtained, and the patient was taken to the emergency room (ER) and admitted to the hospital intensive care unit (ICU) pd treatment data is unknown. During hospitalization, the patient was treated with cefepime (unknown dose, route, frequency, duration) for a suspected pneumonia, was intubated and required vasopressor support with intravenous (IV) levophed (norepinephrine bitartrate) and epinephrine drips. The patient was transitioned to sled (sustained low efficiency dialysis) hemodialysis on (B)(6) 2019, however, the patient¿s blood pressure was unstable, and sled hemodialysis was discontinued. Per the esrd death notification form, the date of last dialysis was (B)(6) 2019. Treatment of the concomitant peritonitis was not reported. However, pd effluent culture results from (B)(6) 2019 results showed no growth.